Event description:
It was reported that the patient underwent a revision procedure approximately 20 years post implantation due to cup loosening and migration that had started sometime 6 years ago. It was also noted that the screws were fractured. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.